Event description:
Company, which is a manufacturer of surgical and other medical laser systems, refuses to comply with 21 cfr 1040.10(h)(2)(ii), and 21 cfr 820.170, in that company refuses to make available to servicing dealers, distributors, and/or 'others' upon request instructions for assembly, operation, and maintenance, a listing of all controls, adjustments, special tools, and procedures for operation and maintenance, and adequate instructions for service adjustments and service procedures pursuant to 21 cfr 1040.10(h)(2)(ii), and installation info pursuant to 21 cfr 820.170 for any of its laser products.